Manufacturer narrative:
Complaint allegation confirmed. One unpackaged ar-8545l-75 batch, unk, was received for investigation. The visual inspection revealed that the screw's threads were stripped, and the hex head geometry was damaged. Additionally, the threaded head appeared to be peeled. The most likely cause(s) for the reported failure can be a user error due to improper bone preparation, misaligned insertion, and/or prying/levering the device during insertion.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 07/24/2024, it was reported by a sales representative via phone that an ar-13110l-01 osteotomy plate all screws backed out and the plate collapsed. This occurred after use in a case and the patient requires a revision. The revision surgery was scheduled for (B)(6) 2024 and was completed successfully using a competitor osteotomy plate. No further injury to patient.